Manufacturer narrative:
(B)(4). Although this reported issue was an out of box failure and patient harm or injury was unlikely, this reported issue was deemed reportable due to the user hazard present. (B)(4). Results of investigation: service technician was unable to duplicate the reported issue. All testing was performed using a good known test ltm monitor. Ventilator passed ltm compatibility test from ltv final test. Internal inspection does not reveal any abnormalities with the ventilator. Service technician was unable to duplicate ¿pigtail became very hot to the touch¿. All testing was performed using a good known test ac adapter. No abnormalities were found with pigtail during bench testing.

Event description:
The customer reported complaint that the unit was not transmitting data to ltm monitor. It was confirmed while under instructions being given by the technical support that the unit was set up correctly, however the pigtail became very hot to touch and customer got afraid that it might get melted and catch on fire. The unit was out of box and was being checked into system by biomed. There was no patient involvement associated with this reported issue.